Manufacturer narrative:
B3. The event date on (B)(6) 2020 is an estimated based of the aware date of 05aug2020 as the exact date was not reported.

Event description:
It was reported that a dissection occurred. A 6f guidezilla ii catheter guide extension was selected for use in a percutaneous coronary intervention. During the procedure, while placing the guidezilla into the left main ostium, the guidezilla tip created a dissection. Stenting was performed to cover the dissection. The patient was stable after the procedure and has fully recovered. It was further reported that the target lesion was located in the circumflex artery. The guidezilla dissected the left main and due to dissection a stent was placed in the left main. No issues were noted with the tip of the guidezilla. The device was removed as per directions for use.

Manufacturer narrative:
The event date of (B)(6) 2020 is an estimated based of the aware date of 05aug2020 as the exact date was not reported.

Event description:
It was reported that a dissection occurred. A 6f guidezilla ii catheter guide extension was selected for use in a percutaneous coronary intervention. During the procedure, while placing the guidezilla into the left main ostium, the guidezilla tip created a dissection. Stenting was performed to cover the dissection. The patient was stable after the procedure and has fully recovered.